Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including hernia repair, linx device implant, and use of mesh occurred on (B)(6) 2016. -esophageal dilation and esophagogastroduodenoscopy (egd) was attempted to alleviate post anti-reflux procedure dysphagia on (B)(6) 2016; "dysphagia improved somewhat" at the time. -device explant (B)(6) 2017 due to mild dysphagia. -device was found in correct position/geometry. -a fundoplication was performed at the time of explant.